Manufacturer narrative:
The complainant states the use of non company viscoelastic, which is not qualified to be used with the associated lens model. The product was returned for analysis and the reported complaint was observed. The intraocular lens (iol) returned in a bag adhered to surgical foam. Solution is dried on both surfaces of the optic and haptics. Both haptics are intact. The optic is torn/split-cut dividing the iol in two and has slight scratches. No other observations. The reporter stated the iol was replaced with company lens of different diopter. The root cause for the reported complaint could not be determined. The exchange to a different diopter, may suggest that the replacement lens model was an improved choice for the patient's vision needs. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that, after intraocular lens implantation surgery, the patient experienced fussy vision and had issues seeing computer. Hence the lens was explanted and replaced with another lens in a secondary procedure. The clinical reason for explant was other mechanical complications of lens. There was no patient harm and as per the surgeon's opinion, the prognosis of the patient was good.